Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a thoracic endovascular aortic repair (tevar) interventional procedure. Reportedly, the sutures of both proglide devices were successfully pre-placed. The sheath was upsized to a 24f and the tevar procedure was completed. A suture break occurred with suture of the second proglide device when the suture was pulled during an attempt to advance the knot with the suture trimmer. A third proglide device was deployed. Hemostasis was achieved with the first pre-placed proglide suture and the suture of the third proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.